Event description:
It was reported that this pacemaker was explanted and replaced due to entering safety mode. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. If information is provided in the future, a supplemental report will be issued.